Event description:
Information received by medtronic indicated that the customer reported blood inside the transmitter and the sensor got signal not found alarm and green tester failed. Troubleshooting was performed and found that the customer reported a loss of communication between the pump and the transmitter. The customer also reported that the transmitter led did not blink when connected to the tester but blinked when connected to the charger. No harm requiring medical intervention was reported. The customer will discontinue using the transmitter. The transmitter will be returned for analysis.

Manufacturer narrative:
Received and placed unit under microscope and found contamination and corrosion damage at the connector pins and physical damage to cow catcher and connector pins. Unable to perform functional test or verify sensor signal not found or device test failed or led anomaly or loss of communication between pump and transmitter due to contamination and corrosion damage at the connector pins and physical damage to cow catcher and connector pins. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.